Event description:
Dealer called stating that the seat on the consumers (B)(6) shower chair has allegedly cracked. The legs are allegedly bowed. Dealer stated that the consumer does not abuse the product. Replacement being sent on warranty order #(B)(4). No injury.